Event description:
A malfunction alarm with code malf 13 was reported, and it was not resettable. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.